Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the migrated supra-orbital lead was repositioned back to its original place. The right occipital lead was explanted and replaced.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-14521, 1627487-2021-14522 and 1627487-2021-14523. It was reported the patient's left supra orbital placement lead would be revised due to migration that was confirmed via x-ray. In addition, the patient's right occipital lead has impedance issues and would be replaced.